Manufacturer narrative:
Product inquiry states the trochanteric nail kit, which includes the set screw returned to be the subject products. No further associated products were reported. The trochanteric nail and the spare set screw were not returned as they were still implanted. No deviations were found during the review of the manufacturing documents of the trochanteric nail kit. The trochanteric nail and the set screw were documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The set screw shows typical traces of cross threading due to oblique insertion. Based on the above facts it can be ascertained that the root cause is not related to a deficiency of the device, but is rather linked to an inadequate handling by the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
During g3 nail surgery, when the surgeon inserted the set screw, the set screw was stuck inside the nail. The lag screw was not able to be locked. Therefore the surgeon removed the set screw and changed the set screw a backup set screw.

Event description:
During g3 nail surgery, when the surgeon inserted the set screw, the set screw was stuck inside the nail. The lag screw was not able to be locked. Therefore the surgeon removed the set screw and changed the set screw a backup set screw.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.